Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a pulmonary arteriovenous malformation (pavm) using penumbra coil 400's (pc400's). During the procedure, the physician advanced a guiding catheter toward the left pulmonary artery before placing both a px slim delivery microcatheter (px slim) and another manufacturer's catheter coaxially towards the target vessel. The physician then delivered another manufacturer's coil as the first coil into the target vessel and then attempted to place a pc400 as the second coil. Although the physician did not encounter any resistance, the pc400 was unable to smoothly advance through the px slim and became stuck. Therefore, the physician removed the pc400 and attempted to advance a new pc400 through the same px slim. Although resistance was not encountered, the coil was unable to advance and became stuck as well. Next, the physician removed the pc400, repositioned and straightened the px slim, then attempted to advance the same pc400 through the px slim; however, the coil was still unable to advance and became stuck at the same location. While removing the pc400, the physician noticed that it was damaged. The px slim was also removed and a new px slim was opened. The physician then completed the procedure by deploying and detaching twenty-eight pc400's including the first pc400 that was removed earlier in the procedure. It should be noted that the physician did not use a rotating hemostasis valve (rhv) during the procedure but did maintain a flush after each coil. There was no report of an adverse effect to the patient.